Event description:
During a therapeutic nephrostomy drainage procedure, an accustick was inserted into the renal system. It was reported that the radiopaque marker came off the the beginning of the case just after gaining access. It was noticed that the tip of the catheter had come off and travealed to the kidney. A snare was used to quickly and easily retrieve the marker from the kidney.